Manufacturer narrative:
(B)(4). Batch # u5aa1j. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. Since the anvil was difficult to remove, no functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil head could not be removed from the trocar before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.